Event description:
No additional information was provided.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation/correction. Correction: following submission of initial MDR, the customer information was not correctly reported. Section e updated to reflect correct customer address. Evaluation: one photo was provided to our quality team for investigation. Upon photo evaluation, it was observed that the plunger rod broken off/missing and the tip of the barrel is also damaged. The condition observed is non-conforming per product specification. Potential root cause for the barrel and plunger rod damaged defect is associated with the assembly process. These conditions are occurring below their expected frequency so no corrective action is required at this time. Furthermore, a device history record review was completed for provided lot number 4073204. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
Material #: 2632010 batch#: 4073204. It was reported that the bd luer-lok plunger rod was broken / damaged. The following information was provided by the initial reporter: complaint received via email(s) attached. Broken plunger and barrel on your 5ml luer-lock syringe¿item number 309646 on (B)(6) 2024